Event description:
At the extraction surgery of synthes locking plate, the surgeon used osteo screw driver. When the surgeon tried to extract the plate, the tip of the screw driver fractured and remained in the head of the screw and the surgeon could not extract the screw from the bone.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.